Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-dec-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) for spinal pain. It was reported that they experienced pain and discomfort where the lead is on the spine, middle of the back. Patient did not feel any discomfort and then suddenly he did. It was where the lead is on the center of the back is very uncomfortable and is a tingly feeling; it is not tingly like stimulation feeling but more tingly like discomfort pain feeling. Patient stated that the area does not feel swollen or tender to the touch; it feels like the lead is moving. The event date was provided as 1.5 - 2 weeks ago. No further complications were reported/anticipated.